Event description:
A hemodialysis nurse reported a 2008t machine user error. The nurse explained there was a user error by the machine operator and the machine was initially programmed at a uf rate of 3000 ml/hr as opposed to the prescribed 300 ml/hr. There were no other problems with any patients on the same machine. There was no alarm because the machine was running as programmed. The patient was fine after treatment, feeling a little light headed but did not require any medical intervention. The patient had a pre-treatment bp of 148/78, had a low bp of 109/44 during treatment, and had a bp of 114/61 after treatment. The patient's pre-treatment weight was 54.8 kg and the patient's expected post-treatment weight was to be the same, 54.8. The patient's dry weight is (B)(6). The patient's actual weight after treatment was (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.